Event description:
It was reported that during preparation and before use, it was observed that the 2.75x28mm xience sierra stent was not fully crimped around the delivery catheter balloon. The device was not used and there was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.d9 - device available for eval updated from 'yes' to 'no'.